Manufacturer narrative:
Field service engineer report: optivantage dh injector operation and calibration was evaluated per lf manual. Performance verified and operation normal. Optivantage returned to full service by the customer.

Event description:
In 2002: customer reports via phone that female pt was having CT chest/abd/pel with contrast for chest and abdominal pain. The 20ga needle placed in the bard powerport located in the left anterior chest wall. Optiray 320, 125ml prefilled syringe loaded into the injector and connected with coiled tubing. Injection protocol was set at 4.5ml/sec for 100ml. Technologist started injection. Almost immediately, the pt expressed pain from the access site and the technologist stopped the injection. Physician called to assess pt. Ice packs were placed on the left chest wall and pt exam cancelled and pt returned to hospital room. On 7/05: customer reports that review of nursing notes indicate approx 20ml volume of contrast media infiltration. On day of procedure, the area surrounding the infiltration was puffy and red. Next day, 7/06 the nursing notes indicate that all was resolved and port was functioning well.